Manufacturer narrative:
Concomitant medical products: 4965-35 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation showed that there was a pattern of premature ventricular contractions/ventricular safety pacing followed by ventricular fibrillation. The physician felt that the ventricular safety pacing feature caused the patient to go into vf. The ventricular safety pacing was turned off. No further patient complications have been reported as a result of this event.